Event description:
It was reported that the valve (#fv306t) was not draining before use, so another valve was used to perform the operation. The valve was sent dry in ne sealed sterile packaging to the manufacturer for examination.

Manufacturer narrative:
Investigation: visual inspection: during the investigation, visible deposits in the inlet spout and on the valve were determined. Permeability test: a permeability test has shown that the valve has a blockage. After removing the inlet valve grommet, both components were permeable. Internal inspection : after dismantling of the valve, no visible deposits were found in paedigav. Results: in advance, we would like to point out that the product sent in was not inserted in liquid at the time of delivery. Dried deposits can influence the function of the products, which can affect the results. Despite this, we have examined the valve. Based on our investigation results, we can determine a blockage on the valve during the first permeability test. After dismantling the inlet valve spout, both components were permeable. The visible dry deposits in the inlet spout may have led to the blockage. How the abovementioned functional impairment occurred is not clear to us at the time of examination. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg.